Event description:
It was reported that the customer and clinician were unable to rotate the connect adapter to lock the cartridge in place, despite trying multiple connectors, and the connector could rotate only when no cartridge was inserted. Symptoms included an inability to attach the cartridge to the pump. Outcomes included no adverse clinical effects and continued therapy after resolution. Investigation included guided troubleshooting, visual inspection of the insulin chamber via photo, a rewind procedure, and a dry run to 120 units. Investigation of this case revealed no chamber blockage, and after repeat rewind the connector was able to be turned to the right and locked, with normal function confirmed. It was concluded, based on established patterns for similar reports, that the cause was user difficulty with cartridge seating and connection that resolved after proper rewind and reattempt.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.